Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch verio sync meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 9:00am. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took 2 daily doses of 14 units lantus insulin on (B)(6) 2016 (times not provided). The patient stated that she had to guess the doses due to the alleged product issue. The patient claimed to have developed the symptoms of "cranky and shaking" approximately 1 hour after the alleged product issue began. The patient stated that she received hcp treatment of blood glucose tests using doctor/clinic devices on (B)(6) 2016 from 12:00-4:00pm and (B)(6) 2016 at 9:00am. The patient stated that the results obtained were "435 mg/dl" on (B)(6) 2016 at 2:30pm and "335 mg/dl" on (B)(6) 2016 at 3:30pm. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with a walk-through retest, the patient was using the correct testing technique, the subject meter was not being used for the first time and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.